Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had cable disconnection. The issue occurred during unspecified therapeutic procedure that was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor image, lens immersed in water, and electrical contact dented. Based on the results of the investigation, there was a poor image due to the cable disconnection. However, a probable cause of cable disconnection, lens immersed in water and electrical contact dented, could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance of this device.